Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 07-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone 0.3 mg/ml for a total dose of 0.05 mg/day via an implantable pump for non-malignant pain. It was reported there was a catheter event and the catheter event was confirmed. It was noted the rep was in the middle of a revision, and was calling for calculation assistance. It was noted there was no drug in the spinal region of the catheter, the spinal region was 29.6 cm, it was confirmed there was drug in the pump segment, and they were wondering how long it will take for the drug to reach the tip if they do not prime. It was noted it would take 9 hours and 22 minutes for drug to get to the tip based on information provided. No symptoms were mentioned. Additional information received from a rep indicated they became aware of the event on the day of surgery ((B)(6) 2019). The rep was unsure when the event occurred. The catheter serial number was provided. The symptoms included fluid collection at spine. The cause and diagnostics/troubleshooting noted the pump segment and spinal segment had to be separated due to the pump flipping. It was noted the event was resolved. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp) reported the pump was flipping in the pocket causing tension on the catheter. The pump flipping pulled the spinal and pump segment apart at the connector. No further complications were reported/anticipated.